Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear, air ingress occurred in the flushing port. St elevation was noted in the patient due to air embolism after which the faradrive steerable sheath clear was replaced, and air was aspirated using a pigtail catheter and contrast imaging was performed. The procedure was completed successfully using a faradrive steerable sheath clear. No patient injury occurred. The patient was discharged without any aftereffects. The product was received for analysis. It was further reported that air was aspirated using a pigtail catheter and contrast imaging was performed. The sheath was inserted after bb and aspiration was performed. However, the sheath was replaced as air was aspirated during that time.

Manufacturer narrative:
Additional information in section b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Based on the information provided, the reported event of air embolism and st segment elevation are a known inherent risk of the faradrive device. Air embolism and st segment elevation are expected procedural complication addressed within the IFU for the faradrive sheath.

Manufacturer narrative:
Correction from previous reports to fields: b1 adverse event/product problem and b2 outcomes attrib to adv event.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear, air ingress occurred in the flushing port. St elevation was noted in the patient due to air embolism after which the faradrive steerable sheath clear was replaced, and air was aspirated using a pigtail catheter and contrast imaging was performed. The procedure was completed successfully using a faradrive steerable sheath clear. No patient injury occurred. The patient was discharged without any aftereffects. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear, air ingress occurred in the flushing port. St elevation was noted in the patient due to air embolism after which the faradrive steerable sheath clear was replaced, and air was aspirated using a pigtail catheter and contrast imaging was performed. The procedure was completed successfully using a faradrive steerable sheath clear. No patient injury occurred. The patient was discharged without any aftereffects. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
Additional information in section b5 describe event or problem and correction to section h6 impact codes, code f23 was added.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear, air ingress occurred in the flushing port. St elevation was noted in the patient due to air embolism after which the faradrive steerable sheath clear was replaced, and air was aspirated using a pigtail catheter and contrast imaging was performed. The procedure was completed successfully using a faradrive steerable sheath clear. No patient injury occurred. The patient was discharged without any aftereffects. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis